Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a few high out of range(oor) pacing impedance spikes measuring as high as 2339 ohms on this non-boston scientific right ventricular (rv) lead. Baseline impedances have been measuring around 700-800 ohms. There was no observations of noise and they were not able to reproduce any noise in the clinic. Technical services discussed possible causes and recommended to continue to monitor. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a few high out of range (oor) pacing impedance spikes measuring as high as 2339 ohms on this non-boston scientific right ventricular (rv) lead. Baseline impedances have been measuring around 700-800 ohms. There was no observations of noise and they were not able to reproduce any noise in the clinic. Technical services discussed possible causes and recommended to continue to monitor. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated tachycardia therapy was turned off due to a fractured lead. It was noted that the patient would possibly undergo a lead explant in the future. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a few high out of range(oor) pacing impedance spikes measuring as high as 2339 ohms on this non-boston scientific right ventricular (rv) lead. Baseline impedances have been measuring around 700-800 ohms. There was no observations of noise and they were not able to reproduce any noise in the clinic. Technical services discussed possible causes and recommended to continue to monitor. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.